Manufacturer narrative:
Device is a combination product. (B)(4). Promus element mr, ous, 2.75x20mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found severe stent damage; struts crushed, bunched and overlapping. It is likely the crimped stent may have encountered resistance & subsequent damage during the attempt to withdraw the device. The balloon cones were reviewed and the proximal and distal balloon cones were squashed and accordioned. It is likely the balloon may have encountered resistance & subsequent damage during advancement & withdrawal attempts. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found the inner/outer extrusion was stretched and accordioned within 4mm on the distal side of the bi-component weld the inner/outer extrusion was also severely stretched and kinked in several locations along the proximal side of the bi-component weld. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. No other issues were identified during the product analysis. Inspection and testing as well as process monitoring and control were conducted throughout the manufacturing process to establish product conformance to specified requirements. Identification, inspection and testing are performed according to documented procedures. General inspection elements include visual inspection, dimensional inspection, and functional inspection. This includes a review of documentation to ensure that all required in-process and final inspection and testing have been completed and all acceptance criteria are met. There is no evidence that the device failed to meet specification prior to shipping. During manufacture 100% visual and tactile inspection is carried out as per mr final inspect and any device with damage would be identified, rejected and scrapped at this workstep and not processed any further. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 05sep2017. It was reported that difficulty crossing the lesion occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, 18mm x 2.75mm, eccentric, de novo target lesion was located in the severely tortuous and mildly calcified left circumflex (lcx) artery. A 2.75x20mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, the device failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a stent damage.